Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the insulin pump will not power on after it was worn while the patient was swimming. Troubleshooting verified there was no damage to the battery cap, no corrosion or damage to the battery compartment and battery change did not resolve the issue. There is no reported adverse event associated with this complaint. This complaint is being reported because, at the time of the contact, the pump would not power on and the issue remained unresolved.

Manufacturer narrative:
(B)(4): on examination, the pump was returned with visible moisture in the display lens. On testing, the pump did not power on; download and testing of pump was not possible because of no power. A leak test was performed. The pump failed the leak test; a leak occurred at the case seal. The pump cover was removed for investigation and revealed moisture present inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.